Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that after a partial knee arthroplasty the patient experienced a tibial plateau fracture.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2018-00911.